Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up this device exhibited noise on the right atrial (ra) channel and on the right ventricular (rv) channel. Pacing inhibition was also observed, leading to a syncopal event for the patient. During isometric testing and patient maneuvers, the patient experienced phrenic nerve stimulation (pns) when laying on their left side. A chest x-ray was performed, which showed slight movement of the device and lead, but did not reveal any lead impairment. Additional troubleshooting was recommended. The field representative reported that noise was reproduced when the patient moved their left arm across their chest. The patient returned to the clinic a few days later and the device sensitivity was reprogramed to mitigate the oversensing and pacing inhibition. The device remains implanted and in service. No adverse patient effects were reported.